Manufacturer narrative:
Complaint conclusion: a saber pta (8mm x 2cm 90cm) was delivered to the lesion and inflated. However, it ruptured at 10atm (atmospheres) which was within its rated balloon pressure. There was no patient injury reported. The lesion was the right iliac artery and was heavily calcified. The product looked normal when removed from its packaging. The device was prep normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The balloon inflated normally. The product was not returned for analysis. A product history record (phr) review of lot 17322125 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber pta (8mm2cm 90) was delivered to the lesion and inflated. However, it ruptured at 10 atmospheres (atm) which was within its rated balloon pressure. There was no patient injury reported. The product was clinically used and will not be returned for analysis. The lesion was the right iliac artery and was heavily calcified. The product looked normal when removed from its packaging. The device was prep normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The balloon inflated normally.